Manufacturer narrative:
(B)(4).

Event description:
The patient tripped at home which resulted in a fractured hip and the rv lead was discovered to be dislodged. The rv lead was repositioned on (B)(6) 2015. Normal lead values were measured post revision.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.